Event description:
It was reported that a spectrum iq infusion pump always reads occlusion/ occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'always reads occlusion/ occlusion error' was not reproduced due to constant reload set messages. A review of the event history log (ehl) revealed upstream and downstream messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of range and the force sensor failed. The ultrasonic sensor and the force sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.